Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot, severely scratched display window, cracked battery tube threads.

Event description:
Customer reported via phone call that there were scratches on the display. Customer's blood glucose was unknown. Customer mentioned it was difficult to read the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.